Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm while charging. There was no impact to customer's blood glucose. Reportedly, customer was using a non-tandem cable/adapter to charge the pump. A replacement usb charger was sent to the customer.